Manufacturer narrative:
Findings: pump was received with cracked case at display window corner, cracked lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level was 82 mg/dl. The customer stated that one cracks on the top right hand side of screen all around the insulin pump, second is on top left hand side and third is at the top of the reservoired. The customer was advised to return the old insulin pump once she retrieves settings and the replacement pump is programed. The customer was advised to use back up plan as per healthcare provider instructions and monitor her blood glucose.